Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were less responsive and sometimes need to press buttons twice. Customer's blood glucose level was unknown. Customer also stated that the hairline fractures or cracks in the casing of the pump or around the screen and insulin pump had insulin flow blocked alarm. It was also reported that the insulin pump was making grinding and louder noise during rewind. The insulin will not be returned for analysis.